Manufacturer narrative:
Evaluation summary. This is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the vacuum of a cassette did not work. Additional information has been requested but not received to date.